Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to monitor the patient, the touchscreen does not respond to any touchscreen buttons. The user indicated they performed a hard restart of the monitor by pressing the on/off button. Response to good faith effort attempt indicated confirmed there was no actual harm to the patient and no delay to therapy occurred at the time of the incident. Patient full disclosure report and log files have been received and are pending analysis. An additional request for information has been sent and the response is not yet received.

Manufacturer narrative:
Product information updated.